Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked and opened, it was discovered that the pigtail of the bladder end of the device was detached.the procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'good.'

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked and opened, it was discovered that the pigtail of the bladder end of the device was detached. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that pig tail on the bladder end of the device was detached. The suture hole on the device was torn, and the tear is consistent with one caused by the suture when it is being pulled. The suture was not returned with the device. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling, but upon opened the packaging.